Event description:
It was reported that a broken gamma 4 nail has been explanted in (B)(6) area hospital, (B)(6).

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.